Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer ran precision studies and an ise check; these were acceptable. The field service engineer checked the system and adjusted the rinse unit since a rinse unit tube was overflowing. Calibration and controls were tested. The system was operating acceptably. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c501 module. The sample initially resulted in a na value of 163 mmol/l and it repeated on a second instrument as 134 mmol/l.